Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were visual indications of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the ast. The cycler underwent and passed a patient sensor calibration check and a mushroom head check. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The inspection also identified fluid in the hp3 filter, which is related to the reported m31 air detected in cassette alarm. The cause of the observed dried fluid and fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to technical support (ts) that a fluid leak occurred during the patient¿s treatment. Prior to finding the fluid leak, an ¿m31 air detected in cassette¿ alarm occurred during drain 1 of 4. The contact reached out to ts to get assistance bypassing the alarm. After failing to bypass the alarm, the treatment was cancelled. When the cycler door was opened to remove the cassette, fluid was observed leaking out. No visible damage was identified on the cassette. The ts representative advised the contact to discontinue use of the cycler and a replacement cycler was issued to the patient. The patient did not complete their treatment. Following the event, the patient contact communicated with the patient¿s peritoneal dialysis registered nurse (pdrn). The contact was told that it was ok for the patient to skip the remainder of their treatment, after they performed a manual drain. The patient¿s contact confirmed there were no adverse consequences due to the incomplete treatment. It was confirmed they were trained to perform manual pd therapy, as well as stat drains if necessary. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient¿s replacement cycler was received, and the patient was continuing their pd therapy on the replacement with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cycler set was reportedly returned with the cycler.